Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that a small part of cable stuck out. When the instrument was turned to its backside, the damge was located on the top left side. The staff heard a small cracking noise when they rotated the instrument. There was no report of fragments falling into a patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) completed evaluation on 05/08/2014. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. Other cables at wrist were undamaged. Additional observation not reported by site was that the instrument's grip tips exhibited mechanical indentations/burrs. One grip had indentations towards the edge at the mid-point. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damage was found.